Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was damaged the following information was received by the initial reporter with the following verbatim: I was called to 3 main regarding this product..it is getting cloudy and the tubing is softeningâ¿¦ps#(B)(6).

Manufacturer narrative:
It was reported by customer that the tubing is getting cloudy, and the tubing is softening. Three photos were provided by the customer for quality evaluation. One photo provided was of the product packaging and the remaining two photos were of the product in question. The photos of the product that the customer provided, show that there are several locations of the product tubing that appear cloudy. The customer complaint of tubing defective / damaged was verified by evaluation. The failure was reported to the manufacturing facility. Due to no physical sample being provided, a root cause analysis for the issue cannot be conducted and a root cause could not be determined. A device history record review for model 20350e lot number 23099118 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 20350e, batch number#: unknown. It was reported by customer that the tubing is getting cloudy, and the tubing is softening. Verbatim#: rcc received a complaint via email. Email(s) attached. Do you know if there is a problem with this tubing? The item is: 20350e smart site low sorbing extension sets? I was called to 3 main regarding this product. It is getting cloudy and the tubing is softening (B)(4). Customer reply: please confirm whether the tubing looks cloudy, or the fluid is? The tubing was cloudy and soft in the areas of cloudiness compared to the rest of the tubing. What is the date of event? 1/29/24 and 1/30/24. Please share the lot number. I believe this is the right lot #(10)23099118. Same in the picture you attached in your previous email to michelle. This also happened to the tubing on 1/29/24, but when it was brought to my attention from staff the tubing packaging was already discarded, and trash removed from the patient's room. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. We are not aware of any negative outcome to the patient. There seems to be no negative impact or any that were identified during this time frame. The drip was running on estimated 24 hours till staff noticed the discolored tubing. There were no leakages. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, I still have the tubing in my office. I can either keep or send to your office, (B)(6) please share the captured photo of the event if available. No other photos other than what was taken